Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a femur fracture procedure on (B)(6) 2016. After the gamma nail was in place, three (3) cortex screws reportedly broke at the heads. The fragments of each remained in the patient¿s bone. The procedure was completed without delay, but the assembly¿s stability was reportedly decreased. No additional information available regarding the patient¿s post-operative condition. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 15 december 2009, 214.834 / 2556757. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 06 apr 2016 - the following statement received via e-mail on (B)(6) 2016 from the medical professional: it seems to me some screw heads were not so visible. Other than that, I cannot comment too much on the complaint narratives. Fragments still in the patient.

Manufacturer narrative:
Additional narrative: device reported as returned on previous follow up report. A product investigation was completed: all three received screws were found broken between the screwhead and the threaded shaft. The broken threaded shaft is missing. Because of the damage and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Based on the investigation results and the received information we cannot determine the exact root cause of this occurrence. The received x-rays reveal an unknown nail and an unknown plate. Because of the low quality of the x-rays it is impossible to localize the embedded screwshafts and therefore it is not possible to interpret if the screws have interference with a metallic implant, e.g. Nail, or not. It is likely that a mechanical overload situation has caused the breakage. Because of the damage and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.